Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in an adult female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included yeast infection and vaginitis. On (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain"), vaginal discharge ("vag. Discharge"), the first episode of nausea ("nausea"), vaginal haemorrhage ("vaginal bleeding"), menorrhagia ("menorrhagia"), dysmenorrhoea ("dysmenorrhea"), vaginal infection ("vaginal infections"), the second episode of nausea ("nausea"), abdominal distension ("abdominal distension") and lymphadenopathy ("cervical adenopathy") and was found to have neoplasm ("tumor"), teratoma ("teratoma") and weight decreased ("weight loss"). The patient was treated with surgery (oophorectomy (unilateral), salpingectomy (bilateral), hysterectomy (full)-(B)(6) 2013). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, abdominal pain, vaginal discharge, vaginal haemorrhage, menorrhagia, dysmenorrhoea, vaginal infection, the last episode of nausea, neoplasm, teratoma, weight decreased, abdominal distension and lymphadenopathy outcome was unknown. The reporter considered abdominal distension, abdominal pain, dysmenorrhoea, lymphadenopathy, menorrhagia, neoplasm, pelvic pain, teratoma, vaginal discharge, vaginal haemorrhage, vaginal infection, weight decreased, the first episode of nausea and the second episode of nausea to be related to essure. The reporter commented: discrepancy noted in essure implant date (B)(6) 2011 (previously reported) and (B)(6) 2012 and essure explant date (B)(6) 2012, (B)(6) 2013 and additional surgeries on (B)(6) 2018. Patient received treatment for events- vaginal bleeding, menorrhagia, dysmenorrhea, vaginal infection, nausea, neoplasm, teratoma, weight loss, abdominal distension, lymphadenopathy cervical. Diagnostic results (normal ranges are provided in parenthesis if available): pregnancy test - on an unknown date: negative. Most recent follow-up information incorporated above includes: on 28-oct-2019: pfs and mr received: newly added events- vaginal bleeding, menorrhagia, dysmenorrhea, vaginal infection, nausea, neoplasm, teratoma, weight loss, abdominal distension, lymphadenopathy cervical were added. Reporter, medical history, patient demographics, lab data were added. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in an adult female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. On (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain"), vaginal discharge ("vag. Discharge") and nausea ("nausea"). The patient was treated with surgery (oophorectomy (unilateral),salping. (Bilateral), hyst. (Full)). Essure was removed on 18-mar-2018. At the time of the report, the pelvic pain, abdominal pain, vaginal discharge and nausea outcome was unknown. The reporter considered abdominal pain, nausea, pelvic pain and vaginal discharge to be related to essure. The reporter commented: discrepancy noted in essure implant date (B)(6)2011 (previously reported) and (B)(6) 2012 and essure explant date (B)(6)2012 and additional surgeries on (B)(6) 2018. Most recent follow-up information incorporated above includes: on 30-aug-2019: pfs received: previously reported event ¿injury nos¿ is replaced with ¿pelvic pain¿. New events added: abdominal pain, vaginal discharge and nausea. Essure implant and explant date were added. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.